Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20180931, expiration date 10/31/2011). (B)(6). Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 6.8 inr/4.9 inr; 1.9 inr/2.4 inr. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.